Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) and pacemaker leads for a triclip procedure. Imaging was challenging due to the imaging quality and equipment, therefore only intracardiac echocardiography (ice) was utilized. It was noted that there was an unfavorable angle of approach (septal hugger) with the system. The first xtw clip could only close to approximately 60 degrees. The gripper interacted with the septal leaflet and could not be removed, despite troubleshooting. Troubleshooting was performed to close the clip, but it could not close. The clip had both leaflets grasped, and was deployed at 60 degrees. The second xtw passed gripper orientation. The clip entered the valve and had a gripper interaction with the septal leaflet. The clip was successfully removed back into the left atrium. Gripper orientation was repeated and the gripper could not lower all the way. Troubleshooting was performed, but the gripper could not lower. The clip was successfully removed from the anatomy, and the gripper issue was observed on the back table. The gripper could not lower during simultaneous or independent gripper actuation. A replacement completed the procedure and the tr was reduced to grade 3. There were no adverse patient sequelae.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on septal leaflet) and inability to close the clip. The poor image resolution was due challenging imaging quality and equipment. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with septal leaflet being captured. There is no indication of a product issue with respect to manufacture, design or labeling.